Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing leaked at connection site. The customer did not save the tubing because it was chemo and the ids pharmacy did not save the packaging. This one leaked at the very end where you screw it on to the IV. The was no patient harm. This is file 1 of 5.